Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer picture. We have no further inventory of either the reported materials/batches. We forwarded the complaint and customer picture to our supplier for their investigation and comments. A review of the manufacturing and inspection records of the concerned batches showed no abnormality which could be related to the reported issue. Retain samples for both batches were visually inspected; no bend of the front needle was observed. Additionally, rigidity tests were performed on the retain samples, and all results were in the standard range. The needle part of the product concerned is strong enough to meet international standards. However, it may be deformed or damaged if the load exceeds this limit. The cause of the event cannot be determined.

Event description:
Customer states the needle bent forward when the safety shield was activated. No injuries sustained or reported. The date of occurrences are (B)(6) 2021. The picture provided is from the most recent occurrence on (B)(6) 2021. The safety shield was activated using thumb in both occurrences. Customer advised that they are having leakage with the 21g needle and quickshield holder.